Manufacturer narrative:
Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or non-conformances were found, no root cause could be identified. The relationship between the coopervision device and the incident is unconfirmed.

Manufacturer narrative:
No product was returned to the manufacturer for device evaluation. A lot number was received, lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
It is reported that the patient experienced soreness and bleeding from the eye after using the device. Good faith efforts have been made to obtain additional info without success, additional info is unknown. This event is being reported in an abundance of caution due to lack of medical info, incomplete diagnosis, and unknown resolution.